Event description:
It was reported that the customer experienced an occlusion alarm. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Reportedly, the customer used the infusion set for more than 48 hours. The customer changed the infusion set site to address the issue.